Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 16, 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultra meter was displaying three dashes. This complaint was classified based on the customer care advocate's (cca) documentation. The pt alleged that the product issue began at approx 10:00 pm on (B) (6), 2010. It is not known if the pt was able/unable to test his blood glucose due to the reported issue. The cca documented that the pt manages his diabetes with insulin (self-adjuster). The reporter confirmed that the pt continued with his usual dose of medication (including sliding scale) despite the alleged meter issue. On the evening of (B) (6), 2010, the reporter claimed that the pt developed symptoms of "frequent urination, irritability, and was shaky." It is not known if the pt tested his blood glucose at the onset of symptoms. It is not known how the pt interpreted his symptoms. On (B) (6), 2010, the reporter stated that the pt took 20 units of lantus. At approx one hour later on (B) (6), 2010, the reporter informed cca that the pt was in the emergency room (ER) and was treated with a glucose tablet by a healthcare provider (hcp). The reporter stated that the pt's blood glucose was tested with the ER meter, but the reporter did not know what result the ER meter displayed. It is not known if the pt was released or was admitted in the hosp. During the troubleshooting session, the cca learned that the pt was attempting to test in the memory mode. The alleged issue was resolved through training. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury and was treated by an hcp after the alleged meter issue began.